Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving only partial bolus and then received no delivery alarm. Customer's blood glucose was 349 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer reported that cannula was bent. Customer reported that blood glucose had been high in the 300 mg/dl and 400 mg/dl all that day. During troubleshooting, customer was educated on causes of bent cannula.